Event description:
The event is reported as: complaint alleged: suture fell out of the device and was found on the floor after surgery. Surgery continued with an alternative device. No pt injury reported.

Manufacturer narrative:
No sample or lot# was returned for investigation. Eval: method: no sample was returned. A complaint history review was performed. Results: the complaint history review for 1 year cannot be associated with other complaints with the same issue due to part number is unk. No DHR review could be performed due to lack of lot#. Conclusions: no root cause could be established due to lack of sample. No corrective actions taken. If sample becomes available, complaint will be opened.